Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the battery gauge was fluctuating. Blood glucose was not impacted. The customer continued to use the pump for insulin therapy.